Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was damaged by dropping. Therefore, the reported condition was confirmed. It was further determined that the device had no function, the housing neck was broken and the case was damaged. The assignable root cause was determined to be due to faulty/improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device was damaged by dropping. It was noted in the service order that the device had no function, housing neck was broken and the case was damaged. This event ddi no occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly